Event description:
The nurse went to crimp the tubing and it separated from the connector.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 21 august 2008.